Manufacturer narrative:
Review of the service history determined the video baton was previously evaluated by verathon on 05-jan-2018, for a similar failure (reference manufacturer report number 9615393-2018-00011). During the previous evaluation it was determined that the video baton had failed, at which point the customer elected not to replace the video baton. As there are no repairs available for the video baton it was returned to the customer as-is with a label affixed to the video baton connector indicating that the video baton was non-functional and should not be used. In addition, the video baton was returned to the customer with a letter stating the video baton could not be repaired and should be discarded. During a follow-up, the customer indicated they have discarded the video baton and have received a replacement. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video monitor produces a black screen and the cable icon indicating the video baton is not detected by the video monitor. A second glidescope device was used to complete the procedure; however, the length of time to prepare the second device was not reported. No harm to the patient was reported.